Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-07506 & 07507).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2014. During the initial procedure, the surgeon implanted a magnum acetabular cup then opted to remove it and replace with a ringloc acetabular cup. Subsequently, a revision procedure was performed on (B)(6) 2014 due to acetabular cup migration. The acetabular cup, liner and modular head were removed and replaced with competitor acetabular components and a biomet head.